Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, upon firing, after fully squeezing, the three 60-millimeter (mm) reloads did not fire completely. Another three reloads with a different lot number were used, but the same issue occurred. To resolve the issue, a 45-mm reload was used, and the surgeon used a suture as staple line reinforcement. There was no leak observed during the leak test. It was noted that the procedure was extended for 30 minutes. The patient is still under observation.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3k2594y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3k0893); egia60amt, egia60amt egia 60 artic med thick sulu ( lot#p3k0894); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3k2594y); egia60amt, egia60amt egia 60 artic med thick sulu (lot#n3k2594y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted eight reloads and the packaging for a suture that could be seen in the image. Staples were protruding from the cartridge distal end of four reloads. Staple pushers were up distally and formed staples were in the jaws of two reloads. In the video, a staple line could be seen. The grasping instrument was used to push tissue as the reload was pulled form the tissue. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partially fired. Visually, the reload was partially fired with the interlock engaged. Staple pushers were visible at the one centimeter cut line. Functional testing required the interlock to be overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, upon firing, after fully squeezing, the device fired fully, but in one of the reloads, some of the staples on the distal part was still protruding. Two 60-millimeter (mm) reloads fully fired but some of the staples did not completely deploy as well. Visually, another three reloads with a different lot number were used, but the same issue occurred. To resolve the issue, a 45-mm reload was used, and the surgeon used a suture as staple line reinforcement. There was no leak observed during the leak test. It was noted that the procedure was extended for 30 minutes. The patient was discharged two days after and with no reported complications after two weeks.

Manufacturer narrative:
Additional information: b5, g3, h3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, upon firing, after fully squeezing, in one of the reloads, some of the staples on the distal part was still protruding. Two 60-millimeter (mm) reloads did not fire completely as well. Visually, another three reloads with a different lot number were used, but the same issue occurred. To resolve the issue, a 45-mm reload was used, and the surgeon used a suture as staple line reinforcement. There was no leak observed during the leak test. It was noted that the procedure was extended for 30 minutes. The patient was discharged two days after and with no reported complications after two weeks.